Manufacturer narrative:
Submit date: 6-14-2018. The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported fraying.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported fraying.¿ a review of the device history record (DHR) for reported lot number 17m178562 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. There were no manufacturing issues related to the complaint for this lot. Two (2) separately received samples were returned for evaluation. The first sample received contained one (1) sponge. The product was not with the original tray. Visual and cross-examination confirmed fraying of the product on the sponge. The sponge was not falling apart. The second sample received consisted of ten (10) sponges. The product was opened and examined for fraying. Visual and cross- examination did not confirm fraying of the product for this sample. The reason for fraying in the product is due to the tinsel strength of the woven material becoming weak. This can occur during production when the material is pulled during the cutting process. The material can break. The location of the tear would not easily be observed during a visual inspection in production. Inspectors routinely examine a statistical sample both physically and visually. If the material did a complete tear out, then the roll would be evaluated. The lots must be deemed acceptable by passing inspections that are based on a valid sampling plan. The reported customer complaint of fraying is confirmed. The root cause was determined to be material weakened during production process. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.